Event description:
When 5mm endo clip was passed through, inside circular seal pieces of the trocar pulled off the trocar and into the patient. All pieces were retrieved from the inside of the patient, and there was no harm to the patient. The procedure was finished as planned. The original report from staff indicated that only 1 set/device was malfunctioning. Upon receipt of the devices from the operating room, it was discovered that 3 sets from the same lot number were all damaged or defective in the same way. All three devices will be returned to covidien for failure analysis. Manufacturer response for laparoscope, general plastic surgery, mini step (per site reporter): the device will be returned for failure analysis. Any further correspondence will be shared. Manufacturer response for laparoscope, general plastic surgery, mini step (per site reporter): the device will be returned for failure analysis. Any further correspondence will be shared. Manufacturer response for laparoscope, general plastic surgery, mini step (per site reporter): the device will be returned for failure analysis. Any further correspondence will be shared.